Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain and textured to smooth exchange.

Event description:
Patient reported textured to smooth exchange for left side. Health care professional later reported left side capsular contracture baker grade IV. The device was explanted and replaced.

Event description:
Patient reported textured to smooth exchange for left side. Health care professional later reported left side capsular contracture baker grade IV. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, d.9, h.3, h.6device evaluation: based on the device analysis grid, the assessments of the complaint are: creases/folding of implant: observed, fold creases. Capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: one opening anterior side assessed as surgical damage. Wear abrasion is observed. No further action.

Event description:
Patient reported, textured to smooth exchange for left side. Health care professional, later reported, left side capsular contracture, baker grade iii / IV. And MRI revealed, "minimal peri implant fluid bilaterally within acceptable limits. The device was explanted and replaced. The patient was kept in the hospital, due to the extensive nature of the intervention. And was discharged with unspecified antibiotics.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.